Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of not working was confirmed, sensor failing on magnetic tracking functionality and no ECG wave generated. The root cause of the reported failure was identified as an internal failure of the sensor.

Event description:
It was reported, sensor "not working". No other information was provided. (B)(6) 2024 - during evaluation of the returned device, found sensor failing on ECG wave generation and giving inaccurate magnet tracking.